Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual analysis of the returned device found the basket was retracted and the basket tip was intact. The side car-rx was torn and presented pushback out of specification. The sheath was buckled and was separated from the handle. During the procedure, manipulation of the device and interaction with the scope or other devices could have contributed to the failures of side car-rx pushback, side car-rx torn, sheath separated from the handle, and sheath buckled. Handling/manipulation of the device during procedure can lead to cause all the damages found on the device. Therefore, the most probable root cause of this complaint is operational context since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone retrieval procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was inserted along the guidewire into the bile duct. However, the side car-rx (guidewire lumen) was noted to have been torn. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.